Event description:
Reportedly, an alert stating that an atp therapy was delivered to the patient was transmitted by remote monitoring. However, no associated episode was available for review in the remote monitoring report. Preliminary analysis revealed that the reported issue resulted from an inadequate software management under specific conditions during the recording/decoding process of the episode with atp.

Event description:
Reportedly, an alert stating that an atp therapy was delivered to the patient was transmitted by remote monitoring. However, no associated episode was available for review in the remote monitoring report. Preliminary analysis revealed that the reported issue resulted from an inadequate software management under specific conditions during the recording/decoding process of the episode with atp.